Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and performed bicarbonate buffer test. Sensor passed per specification with accurate readings.

Event description:
It was reported that the customer experienced a low blood glucose level of 43 mg/dl. The customer also reported a calibration error. The product was returned. Nothing further to report.